Event description:
It was reported that during an unknown procedure the jaw broke off the device. The jaw was retrieved from the patient. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the cable cut off, the top of the I-blade fractured slightly lifted and with the upper jaw detached and returned. Due to the returned condition of the device, no functional testing could be performed with the gen11. A probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Regarding the cable being cut off, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.